Event description:
The hospital reported that during the beginning of an endoscopic vein harvesting procedure, the scope's image was blurry. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: upon opening the box by maquet in 2008, the visual inspection showed that there were scratches on the tube shaft and the optic was compromised. Maquet shipped the scope to scholly the next day, for further analysis by our OEM. Scholly's assessment was received in the same month, and indicated that the damage to the distal and the proximal windows were caused by mishandling. The reported failure was confirmed. New requirements are being established for lhr review at the OEM end.